Manufacturer narrative:
Additional information was received from patient's legal representative on (B)(4) 2013 including the part item and lot number.

Event description:
Notice of liability was received from patient's legal counsel claiming a revision hip procedure was performed allegedly due to pain. No item identification, implant or explant dates were provided. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Expiration date - unknown. Implant date - unknown. Explant date - unknown. Manufacture date - unknown. This report is based on allegations set forth in the patient's complaint, and the allegations contained therein are unverified.